Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and tactile examination of the device found stent damage at the distal end where struts were stretched and raised from the balloon. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-mar-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the non-tortuous and moderately calcified left anterior descending (lad) artery. A 4.00x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.